Event description:
Event description guidant received information that this one day post implant, this implantable transvenous defibrillation exhibited noise on the lead which precipitated inappropriate shock therapy to be delivered. In addition, there was loss of capture and it was determined that the lead had dislodged, because due to the patient anatomy, a longer lead was required.